Event description:
It was reported that a malfunction occurred with the pump, showing malf 16 error code. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer switched to an alternate method for insulin delivery, and technical support arranged for a replacement pump.